Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 4.0 x 12 mm drug eluting stent. However, stent damage was noticed. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."